Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the st elevation could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, st-segment elevation was noted during transseptal puncture. No bubbles were noticed on the transesophageal echocardiogram. The procedure was stopped and after a few minutes, the st segment elevation returned to "normal". An angiography revealed everything was normal. The physician thought there may have been a microbubble during the flush of the sheath but he was not sure.